Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during implantation of an intraocular lens (iol) the lens stuck inside the cartridge. There was a patient contact, patient was not hospitalized for the event and there was no patient harm.